Manufacturer narrative:
T:slim x2 user guide states, "replace the cartridge every 48 hours if using humalog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experiences intermittent elevated blood glucose levels in the 250 mg/dl range on the third day that the cartridge is in use. Reportedly, the customer uses humalog insulin. Tandem technical support educated the customer on changing the cartridge out every 2 days when using humalog insulin. System check was performed and the pump was functioning as intended. At the time of the report the customer's bg level was 112 mg/dl.